Event description:
It was reported that this patient experienced two inappropriate shocks due to t-wave oversensing. Due to the inappropriate shocks the physician elected to explant the system. During the explant material which looked thin and smooth (plastic like) was seen in the xiphoid incision after extraction of the electrode from the xiphoid. The physician was concerned of insulation damage with the electrode, and upon visual incision of the electrode it was noted that the distal tip had similar looking material coming off the electrode. The electrode will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient experienced two inappropriate shocks due to t-wave oversensing. Due to the inappropriate shocks the physician elected to explant the system. During the explant material which looked thin and smooth (plastic like) was seen in the xiphoid incision after extraction of the electrode from the xiphoid. The physician was concerned of insulation damage with the electrode, and upon visual incision of the electrode it was noted that the distal tip had similar looking material coming off the electrode. The electrode was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection showed abrasion at the suture sleeve distal end of the terminal boot. However the underlying insulation was intact with no conductors exposed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these test were within normal limits. The inappropriate shock and oversensing allegations were not confirmed based on normal electrode resistance measurements, a passing inner insulation integrity test, as well as x-ray inspection that showed no conductor issues. The insulation damage allegation was confirmed based on visual inspection which showed the abrasion sleeve at the distal end of the terminal boot was abraded through; however the underlaying insulation was intact, no conductors were exposed. The field report that the physician saw a thin and smooth plastic-like material on the distal tip was verified. The material in question appeared to be tissue at the tip region of the electrode.

Event description:
It was reported that this patient experienced two inappropriate shocks due to t-wave oversensing. Due to the inappropriate shocks the physician elected to explant the system. During the explant material which looked thin and smooth (plastic like) was seen in the xiphoid incision after extraction of the electrode from the xiphoid. The physician was concerned of insulation damage with the electrode, and upon visual inspection of the electrode it was noted that the distal tip had similar looking material coming off the electrode. The electrode was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.